Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, it was stated that she had experienced high blood glucose levels all day and the screen had gone blank on the insulin pump. It was also stated that the insulin set was changed two days prior to the hospitalization. Unable to troubleshoot the insulin pump due to the blank screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.